Event description:
Customer reported his infusion headset detached during the night and leaked insulin. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.